Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter thoracic aneurysm of proximal descending aorta, previously treated with tevar (first procedure in 1998, second procedure for a type iii endoleak (another manufacturer's stent graft stent rupture) with a proximal extension, over stenting lsa and a left subclavian to carotid by-pass. Vessel morphology was reported as there was moderate calcification. After an infection of the by-pass, the physician observed a new type iii endoleak from another manufacturer's stent graft. The physician elected to implant another proximal extension into the proximal arch-ascending aorta with a combined surgical arch de-branching (single step procedure). The proximal arch-ascending aorta was the intended landing zone. The previously implanted stent graft was in the descending thoracic aorta and distal arch (between left carotid art and left subclavian artery). It was reported that the delivery system could not be correctly flushed; the fluid intended to flush the delivery catheter exited from the back handle instead of flushing the stent graft. The physician elected to use the device in the patient. The valiant stent graft (closed web device) was deployed at the intended site, in order to extend a previously deployed stent graft, from another manufacturer and a medtronic stent graft. It was reported that during the deployment the first stent and the last two-three stent were not opened correctly, a balloon was advanced inside the prosthesis from another vascular access and inflate inside the stent graft as to expand completely the distal stent. The delivery system was pulled back and the stents opened correctly. There were difficulties during the removable of the nose cone; the physician had to attempt different maneuvers in order to retrieve the delivery catheter from the patient. No clinical sequelae were reported and the patient fine. The review of returned films from pre-implant of the valiant captiva. The films show that several stent grafts had been placed; a talent or valiant was positioned just distal to the lcca, covering the lsa, and extended by 2 stent rings above several stent grafts, which were placed distally to approximately 4cm proximal to the celiac. A thoracic aneurysm was seen distal to the lsa, extending approximately 5cm above the thoracic arch. Intra-op images show the closed web valiant captiva delivery system was positioned 2-3 cm proximal to the previously implanted stent graft, in the ascending thoracic. With the sheath pulled-back, all the stents opened with the exception of the most proximal stent, which remained "closed" to an od of 8 mm. With the tip positioned proximal to the device, ballooning was performed within stent rings 2-4; however the proximal stent still remained closed. An image after the tip was pulled back shows that the proximal stent ring had opened. No stent graft issues were seen after the proximal ring had opened. The cause of the deployment difficulties could not be determined.

Event description:
Additional information was received as follows: it was reported that it was not possible to flush the device because fluid was partly expelled from the distal part of the delivery system (came out from the y/distal hub) and there was not sufficient pressure to completely flush the delivery system. Fluid did not come out from the delivery tip as expected. The tapered tip/graft cover junction was inspected prior to use and nothing abnormal was noted. There was increased force required when deploying the stent graft. There was mild tortuosity at the level of the thoracic arch; however it did not cause tracking difficulty. The physician is experienced with (B)(4) aptivia delivery systems. The patient developed a retrograde type a dissection and was surgically operated approximately 10-15 days after the endovascular procedure. It was also noted that the patient passed away. The cause of death is unknown, but the patient was a high risk with multiple previous procedure in the aorta, cirrhosis from (B)(6)) and may have developed post-operative coagulopathy; the patient also developed ards. The device was returned within 5 plastic bags inside a large square box. The device was returned bloodied. Upon examination of the returned delivery system, there was a large bend in the graft cover, most likely a result of shipping. Kinks in the graft cover were observed 20, 45 and 60 mm from the distal edge of the graft cover. Water was also flushed through the side-port extension successfully and without leakage. No other damage was noted on the delivery system; the device was unremarkable and functioned as intended. The deployment difficulty complaint was confirmed through films; the proximal end of the stent graft was constrained, preventing deployment. The inability to irrigate could not be confirmed; as the delivery system was flushed successfully during analysis. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Methods: films review). Results: inherent risk of procedure (deployment difficulty); incorrect technique/procedure (using a device that was not able to be flushed); unapproved use of device (implanting the stent graft in the ascending thoracic aorta and implanting a closed web as the most proximal device). Conclusion: operational context contributed to event (implanting the stent graft in the ascending thoracic aorta and implanting a closed web as the most proximal device); user error contributed to event (using a device that was not able to be flushed).

Manufacturer narrative:
(B)(4)